Event description:
A (B)(6) female patient contact zoll customer support to report her monitor displayed a service code which she could not recall. While attempting to troubleshoot, the patient's monitor began resetting. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code / resets) has been confirmed. As received, the monitor was resetting. The cause of the resets was an intermittent connection at bga component u500 (dsp). The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective dsp. The patient received a replacement monitor.